Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent system products that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 01/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through a clinical trial that on the same day of stent placement procedure for the target lesion stenosis in the left and right common iliac location via ipsilateral approach, the patient allegedly had an adverse event of mild false aneurysm of right groin. Manual compression and compression dressing were applied as treatment and the event resolved. Reportedly, the adverse event was not related to the study device but was definitely related to the study procedure. Furthermore, four years and fifteen days post a stent placement the patient developed re-stenosis. Reportedly, this adverse event was not related to both the study device and study procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent system products that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent remains implanted. X-ray images were not provided to investigation site. No difficulties during stent placement were reported. The patent stenosis documented during twenty-four and thirty-six month follow up were not reported to be related to the placed stent. However, potential issues of the stent, such as inaccurate stent placement or axial compression during stent placement may lead to disturbed blood flow or long term restenosis. Based on the information available, the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of covera plus vascular covered stents were found addressed, e.g., covered stent misplacement, covered stent stenosis/ thrombotic occlusion, stenosis/ thrombotic occlusion outside of stented segment or vessel injury. Instruction for correct covered stent deployment were found to be addressed in the instructions for use. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through a clinical trial that on the same day of stent placement procedure for the target lesion stenosis in the left and right common iliac location via an ipsilateral approach, the patient allegedly had an adverse event of mild false aneurysm of right groin. Manual compression and compression dressing were applied as treatment and the event resolved. Reportedly, the adverse event was not related to the study device but was definitely related to the study procedure. The current status of the patient is unknown.